Event description:
It was reported that the fiber cap detached from the fiber at (B)(4) joules into the case and that the fiber cap was retrieved with difficulty. It was reported that the pt experienced bleeding caused by the cap retrieval. The physician switched to turp to complete the case, no add'l pt complications were noted.

Manufacturer narrative:
MFR records indicate that the fiber was rec'd, however, the product can not be located, therefore no analysis can be performed.